Event description:
The customer reported that insulin was leaking at the reservoir connection and at the quick release. The customer also reported having high blood glucose for (B)(6). The blood glucose reading at time of the call was 266mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Performed a fixed prime and high pressure test and the device passed the tests. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.